Event description:
On (B)(6) 2012, the pt reported that she had an insulin leak in the system. The issue first began about two weeks ago; she smelled insulin and felt wetness where the insulin cartridge and infusion tubing were connected. The pt does hear an audible click when attaching the infusion tubing to the headset. The pt thinks the insulin leak is coming from the infusion set. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set, insulin cartridge, and adapter were not requested to be returned for product eval because the pt had already discarded them.

Manufacturer narrative:
No material was returned from the customer and the lot number is unknown; therefore, no investigation could be performed. (B)(4): device was not returned to manufacturer.